Event description:
Patient representative reported left side "capsular contracture," baker grade unknown, and "increased risk of alcl." Healthcare professional later reported implant exchange due to the patient's concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported left side "capsular contracture," baker grade unknown, and "increased risk of alcl." Device remains implanted.